Event description:
It was reported that during a therapeutic stone removal procedure (date unk) on a pt, it was discovered that the distal portion of the device's radiopaque marker tip fell into the pt's common bile duct. The physician then advanced the balloon past the distal marker, inflated the balloon, and then swept the tip into the pt's duodenum, allowing for the successful retrieval of the radiopaque marker tip. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.